Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, few high, out of range hv lead impedance measurements were observed. The patient will continue to be monitored through remote transmissions.